Event description:
It was reported that the user experienced a severe hypoglycemic event with a measured blood glucose of 38 mg/dl and awoke with assistance; no alerts or alarms were reported, and oral glucose was administered. Symptoms included hypoglycemia with loss of consciousness or impaired arousal consistent with a severe low blood glucose event. Outcomes included transient clinical impact managed with oral carbohydrates without hospitalization. Investigation included review of case details and request for additional information from the customer. Investigation of this case revealed an event consistent with hypoglycemia while using the device, with the cause unclear and no device alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.